Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain/malignant pain indications for use. It was reported that "a long time ago" maybe 10 years, the patient stated her pump just stopped working and she had to have it replaced, which she described was not a pleasant experience.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.